Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the system's monitor screen would go black when performing fluoroscopy. No pt injury was reported.